Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas and the reported aortic regurgitation could not be determined through this evaluation. The lvad event and periodic log files captured the estimated flow trending down towards 3.0 lpm from 5.0 lpm. No atypical events were captured. The pump appeared to function as intended it was reported that the patient expired on (B)(6) 2021 due to right heart failure (refer to MFR#2916596-2021-02056). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 23nov2015. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had aortic valve replacement and was recovering in intensive care unit.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient came to clinic with a third backup battery fault. Although the third alarm resolved after self-test, the controller was exchanged. The log file showed high pump speed with gradually declining flow. The patient had severe aortic regurgitation (unknown if related) and a CT scan ruled out thrombus. The patient was admitted due to increasing heart failure symptoms. She had shortness of breath, reduced flows, altered liver function tests, and reduced appetite. Transesophageal echocardiogram was done to determine if aortic regurgitation was cause of low flows and heart failure symptoms. Moderate aortic regurgitation and severe mitral regurgitation were found. Diuretics was administered which slightly improved clinical signs (commenced furosemide, already on spironolactone 25mg). The possibility of aortic valve repair/closure was considered. Manufacturer report number #2916596-2021-01565.